Event description:
Device issue: separated guide wire. Time of device issue: during procedure. Adverse event: medical intervention/separated tip remains in pt. Onset of adverse event: during the procedure. It was reported that during use of the device with a non-abbott balloon dilatation catheter, the tip of the guide wire became separated, although it is unk as to when the event occurred. A stent was used to embed the separated tip into the vessel wall. The pt was fine post procedure. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned guide wire confirmed the reported separation. Additionally, there was a kink 1.3 cm proximal to the separation. There was no other damage noted to the guide wire. Scanning electron microscopy (sem) suggests that the core separation may be attributed to ductile overload at a bend. In order for the guide wire to fail in this manner the guide wire would have to be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. Pt anatomy, lesion morphology, and/or resistance between the products can all be factors. Info regarding the pt's anatomy or whether there was resistance during the procedure was not reported and may have aided in the eval. Any attempts to move the guide wire in a trapped state could have then caused the reported tip separation. No damage to the guide wire was reported prior to use, which would indicate that the damage was likely not pre-existing. The add'l kink found during analysis, but not reported, likely occurred during the procedure or during post procedural handling from packaging, and/or shipping back to abbott vascular. The detached guide wire was treated with another stent in order to embed the separated piece into the vessel wall and the pt was reported as doing fine. Based on the reported info and analysis of the returned device a conclusive cause for the reported tip separation and noted kink could not be determined. Mfg performs a non destructive tip pull test on each wire and inspects 100% of the guide wire tips after it is loaded into the dispenser. Additionally, qc performs on line reliability testing to verify product quality.